Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 7076654.

Event description:
It was reported that the patient had a spinal cord stimulation (scs) implant and was admitted to the hospital due to infection related to pic line placed prior to a non-device related surgery. Symptoms were shaking and trouble breathing which could be related to some type of blood infection. The patient was placed on antibiotics. The patient was discharged from the hospital and doing well.